Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during a open colon resection procedure, no staples were seen after firing, they used 2 other reloads with the same device to complete the case. There was no averse consequence to the patient. Device was discarded.